Event description:
As reported: update as of 31jan2022: 1st case used 18f manta no lot number available. Have 2 open boxes with different lot #'s so couldn't determine which box the device came from. Tavr device was a 26mm. Patient is all right, but they had to hold manual pressure to stop the bleeding. No cutdown was necessary. Physician stated that he had difficulty inserting the bypass tube through the sheath valve. He stated that on one of the cases, he opened another manta device and swapped the manta sheath but used the initial manta device and the bypass tube went through the valve like it should. I was unable to determine if that was with the 18f or the 14f device. Physician felt that he somehow damaged the footplate during these experiences and that is what led to the failure to achieve hemostasis with the device. Physician stated, that neither of the tavr patients had a cold leg. Associated to: MDR 3010252479-2022-00091 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not available for this investigation. Based on the information submitted, following placement of a tavr procedure, an 18f manta was planned for closure. The manta device size selection guide for procedures using tavr sheaths recommends a 14f manta when using this valve. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would not go through the hemostatic valve. A new device was opened, the initial manta sheath was removed, and a new manta sheath was placed. The physician continued using the initial manta closure device and did not use the new manta closure device. The bypass tube went through the hemostatic valve as intended. Following deployment, bleeding was present and manual pressure were held. Extended time to hemostasis may occur due to collagen requiring time to clot to create a seal. Post-procedural bleeding is a common occurrence following any closure device deployment. Manual compression to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Procedural requirements state the manta device is for single use only and should not be reused in any manner. Additionally, warns do not reuse or resterilize. The manta device is single use only. The manta device contains bioresorbable materials that cannot be reused or re-sterilized. Reuse or re-sterilization may cause degradation to the integrity of the device, leading to device failure which may result in patient injury, illness, or death. Additionally, indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.